Event description:
Info rec'd indicated that the pt suffered third degree burns and permanent scarring during a breast augmentation. The surgical report indicates the injuries suffered appear to be a result of a 'poorly insulated electrosurgical unit."